Manufacturer narrative:
The customer reported that the unit continues to work as expected. The third party service provider has been requested by the customer to provide system logs for inspection. Ge healthcare has issued a proposal for log review and system inspection, but the proposal has not been approved to date. No further information is available regarding this issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1011-9000-000 anesthesia gas machine experienced a report of patient awareness during a procedure possibly from light anesthesia. The report was received from a single source. The reported event did involve a patient. There was no patient information available.